Event description:
On (B)(6) 2012, the patient's father contacted animas to report that the patient's blood glucose (bg) had been running high for the past 4 days. The reporter claimed the patient's bg was ranging from 200 to over 500 mg/dl and obtained a message of high (bg greater than 600mg/dl) on (B)(6) 2012. It was noted that the patient administered a correction bolus via the pump in response to the high message and by bedtime her bg had come down to 187 mg/dl. Customer support noted that at the time of the call, they were unable to verify if the patient experienced symptoms with the highs or if she tested positive for ketones. At the time of the call, the patient's father informed customer support that the patient's high bg excursion began on the evening of (B)(6) 2012. The reporter stated the patient's site had been changed earlier that afternoon. In response to the high bg's experienced throughout the 4 days the patient's site had been changed multiple times; however, her bgs continued to run high. The reporter confirmed that the pump was set to the correct date and time and all other settings were correct. Customer support noted that the reporter had to leave and was unable to fully review all pump settings and troubleshoot the alleged issue at the time of the call. However, the patient's father mentioned to customer support that the patient was 12 years of age and felt that puberty may have been contributing to the patient's erratic bg's. He reported he is working with the patient's hcp/nurse educator to do basal rate testing and adjust basal rates. Based on the information provided, this complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as a contributor of the high bg excursion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.